Event description:
The surgeon implanted a 3-piece silicone lens model aq5010v and was torn during implantation. The lens was implanted and removed without patient injury. The contact stated an aq cartridge and msi-pm injector were used during surgery. However, the lot numbers were unknown.